Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The battery is capable of taking and holding a charge but discharges quickly. Internal inspection showed a detached cap from power supply. The unit was able to engage in monitoring and alarmed audibly and visually under alarm conditions. It was determined the battery is defective.

Event description:
The customer reported the charging mechanism is not functioning properly. Rad-8 monitor will only power on with ac power connection, and powers off immediately if not plugged in. Monitor is continuously charging overnight. Battery charging green light illuminates when plugged in. No patient impact or consequence reported.